Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that reason for call was pt mentioned they had "trouble getting their controller to charge their implanted neurostimulator(ins)" for the past 3 months or so. Pt said the recharger antenna (rtm) would get hot to the touch when recharging the ins. Pt also got "replace controller batteries" message when recharging their ins. Pt said the charging session of the ins took longer and longer. The manufacturer representative (rep) told the pt to contact patient services. During the call, the pt inspected the controller port and the rtm cord and plug, but no damage was detected. Pt mentioned their rtm had been replaced 2 times in the past. An email was sent to the repair department to replace the rtm. Pt mentioned they had called patient services when they say messages on their screen in the past.  No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed with a "no device found" message. The recharge antenna was pilling at the cable edge. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.